Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device had minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a blank display. The customer stated that the insulin pump started blacking out, and when he pressed the act button, the screen disappeared. The blood glucose reading was 289 mg/dl. The customer stated that he was reporting the issue after already having received a replacement battery cap, and it was found that this did not cause the display to return. Advised replacement of the insulin pump. Nothing further reported.